Event description:
It was reported that during preparation of the 3.5 x 25 mm nc trek balloon, the stylet could not be removed. The device was not used on the patient. Another of the same size balloon was used to complete the case. There was no clinically significant delay of procedure reported. No additional information was provided. Returned device analysis noted that the inner member was separated at the proximal balloon marker. In addition, the protective sheath was difficult to remove; however, the stylet was removed without resistance.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.